Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explanted date: 2015. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 17590232/17613430.

Event description:
It was reported that the patient was experiencing a lot of pain at the ipg site due to migration. The patient underwent an explant procedure wherein everything was removed and will not be returned. No further information has been obtained despite good faith efforts.